Event description:
The patient was admitted on (B)(6) 2014, for a laparoscopic hysterectomy and bilateral salpingectomy using the davinci. During the procedure, the obgyn surgeon noted that the cautery device self activated causing a thermal injury to the bowel. The davinci was shutdown and a general surgeon was called to the operating room to assess the bowel. An exploratory laparotomy was necessary in order to properly evaluate the bowel. Only the one thermal injury site was noted, which did not require resection or repair. Once the examination of the bowel was concluded, the obgyn surgeon proceeded with this portion of the surgery. The patient was discharged from the hospital on (B)(6) 2014.